Event description:
A patient underwent hypothermic intravascular temperature management (ivtm) therapy after being resuscitated from a cardiac arrest. An icy catheter (lot # 180205) was smoothly inserted into the patient's right femoral vein in one attempt. The patient was originally hyperthermic with a body temperature of 38.5 °c. The target temperature for the therapy was set at 37.5°c in fever mode. When priming the system before initiating the treatment, the red pinwheel (flow indicator) of the start-up kit (suk) was spinning normally. However, after the system was connected to the patient, the customer noticed the red pinwheel rotation was slow. The treatment had started at midnight, and this issue continued throughout the night shift, and the patient was not cooling with the thermogard system. At 5:00 am, the red pinwheel stopped spinning. The customer replaced the suk, but the same issue reoccurred. The red pinwheel spun a little but was mostly stationary. At 8:00 am, the red pinwheel started spinning momentarily but then stopped. The customer suspected that the catheter tubing was kinked. Since the patient's body temperature was rising instead of going down, the customer disconnected the thermogard system from the catheter to check catheter integrity. They filled a sterile 10 ml slip-tip syringe with sterile saline. The customer connected a syringe to the catheter in-luer and disconnected the out cap. Then, 10 ml of saline was infused to see if saline would flow out from the out-luer. Resistance to fluid flow was felt when saline was infused into the in-luer, showing there must have been some obstruction affecting the saline flow. The catheter remained in the patient's vein until around 9:00 am when the customer called the zoll clinical application specialist (cas) and reported the issue. Zoll cas advised the customer to troubleshoot the problem by changing the patient's position, but the issue persisted. The customer pulled and held a vacuum to allow residual saline to be removed from the catheter balloon prior to starting to remove the catheter. After removing the icy catheter, the customer inserted a cool line catheter in the right jugular vein. Also, the patient was administered paracetamol to reduce fever. The customer continued the treatment using the cool line catheter and the same thermogard console. Upon a follow-up call, the customer reported to zoll cas that the patient had passed away. The customer mentioned that the patient did not recover from cardiac arrest. It is unknown how long after the placement of the cool line catheter the patient got expired. According to the customer, the patient's death was not related to a zoll device or zoll catheter.

Manufacturer narrative:
B5 (describe event or problem) was updated based on the received additional information. D4 (additional device information, lot number) was updated. H4 (device manufacture date) was updated. The customer reported that "the patient was not cooling during ivtm therapy using the icy catheter (lot # 180205). The customer stated that the red pinwheel (flow indicator) of the start-up kit (suk) was spinning very slowly and at times, it was not rotating at all. The customer suspected the catheter tubing was kinked, affecting the saline flow." During a visual inspection at zoll, the catheter shaft was observed kinked at 10 cm away from the catheter tip. The probable cause of the customer's reported complaint could have resulted from a severe kink of the catheter shaft. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. No other physical damage was observed during the visual inspection of the returned catheter. Dried blood residue was observed inside the medial and proximal luered tubings. Functional flushing of the returned catheter was performed, and all infusion ports and lumens were flushed without resistance, except the in/out luered ports due to the kink on the shaft. A functional pressure leak test was not performed because the kink on the shaft was confirmed during visual inspection. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints for the icy catheter with lot number 180205.

Manufacturer narrative:
The catheter in complaint was returned to zoll on march 06, 2023. However, investigation is still in progress. A follow-up report will be filed when investigation has been completed. Upon a follow-up call to zoll clinical application specialist (cas), the customer reported that the patient had passed away. The customer queried for more information about the patient's clinical condition. The assessment will be updated after zoll collects more information. The event of death was serious because it met the criteria for seriousness (death). Usually, critically ill patients receive ivtm therapy and the mortality rate is high. Probably outcome of death is related to the patient's clinical condition and not to ivtm therapy. The event of death is "not related" to the device and procedure.

Event description:
A patient underwent hypothermic ivtm therapy after being resuscitated from cardiac arrest. An icy catheter (lot # unknown) was smoothly inserted into the patient's right femoral vein in one attempt. The patient was originally hyperthermic with a body temperature of 38°c. The target temperature for hypothermic mode was set at below 37.5 °c. Approximately 9 hours after the initiation of the treatment, the customer called zoll clinical application specialist (cas) and reported that the flow indicator (red pinwheel) of the start-up kit (suk) was rotating very slowly, and occasionally was not even rotating at all. The patient was not cooling on the fever mode. When priming the system before initiating the treatment, the flow indicator was spinning normally, so the customer believed that the suk was functional. When the tubing was connected to the patient, the flow indicator didn´t move at all or moved very slowly, indicating that there was some obstruction to the saline flow. The customer suspected that the catheter tubing might have been kinked. This issue continued throughout the whole night shift, and the patient was not cooling with the thermogard system. Since the patient's temperature was rising instead of being cooled, the customer disconnected the thermogard system from the catheter to check catheter integrity. They filled a sterile 10 ml slip-tip syringe with sterile saline. They connected the syringe to the in-luer of the catheter and disconnect the out cap. 10 ml of saline was infused to see if saline would flow out from the out-luer. Resistance to fluid flow was felt when saline was infused into the in-luer, showing there must have been some obstruction affecting the saline flow. The catheter remained in the patient's vein until they called zoll for advice in the morning. The cas advised the customer to see if the problem would be resolved by changing the patient's position. It didn´t help the situation. The customer removed the catheter and administered paracetamol to reduce the fever and cool the patient's body temperature. Later, on the same day, the customer decided to place a new zoll temperature catheter. The customer placed a cool line catheter and continued the treatment using the same thermogard console. This time, everything was working as expected. Upon a follow-up call to the zoll cas, the customer reported that the patient had passed away. The customer did not provide any additional information regarding the cause and date of death.